Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however there was blood/body fluid on all conductors (not obstructed); full lead returned and analyzed.

Event description:
It was reported that the lead dislodged one day post-implant. The lead was explanted and replaced. No patient complications have been reported as a result of this event.